Event description:
It was reported that a revision surgery was performed due to a fractured echelon 11mm x 190mm stem that was implanted in (B)(6) 2018.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this report is a duplicated report from MDR 1020279-2018-02243.